Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified surgery with mentor memorygel, 325cc on the right side, and unknown tissue expander on the left side breast implant experienced bilateral capsular contracture unknown grade, right sided device migration, and gel bleed post-operative. As a result, patient exchanged the left expander with permanent non mentor implant, right breast implant placement for symmetry and mastopexy, and was also replaced with non mentor implant on (B)(6) 2016. This report relates to the left prosthesis.